Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the fiber is broken within the white tubing at 4 feet and 4.5 inches from control knob, between input connector and control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath does not exhibit signs of melting at the break. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation. Review of lot 723b DHR did not indicate any failures from the beam scan test and final inspection.

Event description:
It was reported during bph procedure at 0 joules and 0 mins of use; a bright light flashed through the cracked fiber was observed. The tip (cap) of the fiber was cleaned during the procedure. The procedure was completed using second fiber. Patient outcome: "ok" reported. No injury to patient was reported.